Manufacturer narrative:
(B) (4). (B) (4). Information anticipated, but unavailable at this time.

Event description:
It was reported that during a hysterectomy procedure, the device was fired and the surgeon fired plastic to plastic and no staples deployed. The device was reloaded and the device fired as intended. There was no patient consequence.